Event description:
It was reported that the patient presented for generator change. During the procedure, after implanting the new device, the set screw was unable to be loosened and determined to be stripped. The left ventricular (lv) lead failed to be removed from the header due to stripped set screw and exhibited a failure to capture and high pacing impedance. The physician eventually implanted the device and elected to program off the lv lead. The patient was in stable condition.

Event description:
New information noted that the patient was returned to the hospital on (B)(6) 2024. The pacemaker was explanted and replaced to resolve the stripped set screw issue. The left ventricular lead was successfully connected to the new pacemaker and the patient was in stable condition throughout the procedure.